Event description:
Consumer stated that she ingested some of the product, and it made her experienced abdominal pain. No medical attention was sought for this condition.

Manufacturer narrative:
A reserve sample of the lame lot was used for an evaluation. The sample was tested for adhesive strength and microbial growth. There was no microbial growth found in the sample. The adhesive strength of the product was within specification.